Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the pump exhibited an error alarm (red screen with triangles and an error code) and the screen became blank with an audible alarm after changing the batteries. No patient injury was reported.